Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with IV antibiotics for 7 days and followed by oral antibiotics for 1 month. The patient was hospitalised 8 days for the treatment, however, the issue did not resolve. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.